Event description:
Na.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Updated fields: b4, d8, d9, e1 event site name, g1 contact person mfg site g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was being dispatched and then the fse had performed the full pm, calibration, safety and functionality checks have been completed as per the service manual and passed to factory specifications. The unit was returned to clinical service upon completion. Actually, the fse had replaced the primary 9v battery alkaline during it's pm. Fse had also replaced the assembly, slide handle, assembly, wheels so, that after the replacement the equipment had passed all the functional testing. There is no involvement of the patient during this procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. Fa wayne, the failure analysis and testing dept. Received part number with a reported unit failure of the transport wheel axle bent. The fat performed a visual inspection and found to have a slight bend on the axle and worn-out wheels. See attachment. Confirmed the reported issue with no root cause able to be defined. Pn was in good condition and worked properly. No failure on this part.retaining the parts in the failure analysis and testing department per procedure number rev. At.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) transport units wheel axle are bent. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.